Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a pump stop on (B)(6) 2021 was found during log file review. The event occurred while the patient was connected to the power module. It was communicated that the patient had been on battery power since (B)(6) 2022 and an ungrounded cable was used to collect log files. It was noted that the patient's weight had been stable and the patient was not aware of any alarms. The patient was asymptomatic on (B)(6) 2021 but had dizziness on (B)(6) 2022. It was also noted that the percutaneous lead was frayed and had rescue tape applied in the past. X-rays of the driveline were taken and found to be unremarkable aside from rescue tape. A complete external portion of the driveline was replaced on (B)(6) 2022. It was communicated that the patient underwent heartmate ii to heartmate ii pump exchange on (B)(6) 2022. Related manufacturer report number referencing controller: 2916596-2022-00475.

Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), internal driveline damage was confirmed that could have contributed to the pump stop while the device was connected to the power module, as captured in the submitted log file. A specific cause for the patient¿s dizziness or pump exchange could not be conclusively determined, and a direct correlation between (B)(6) and these events could not be conclusively established. Multiple requests for additional information regarding the event, including the reason for the exchange and patient status, were submitted to the account; however, no response has been received at this time. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2022. A pump stop was captured on (B)(6) 2021 while the device was connected to the power module. The pump stop was associated with low speed, low flow hazard, and motor stop alarms. The pump otherwise maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. A driveline wire compromise could not be confirmed through the submitted driveline images. Following the external driveline replacement on (B)(6) 2022, approximately 21.5¿ of the distal end of the driveline was returned with a majority of the silicone jacket covered in tape. A previous clamshell repair was noted at the controller connector. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. Upon removal of the tape, examination of the silicone jacket found multiple tears in the silicone jacket. Severe metal braided shield breakdown was noted adjacent to the controller connector and at the terminus of the controller connector bend relief. Mild metal braided shield breakdown was noted along the remainder of the returned driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. (B)(6) was returned assembled with the driveline cut less than 0.25¿ from the pump housing, and a distal portion of the driveline was returned measuring approximately 9.25¿. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. The pump was returned with the driveline cut less than 0.25¿ from the pump housing, and a distal portion of the driveline was returned measuring approximately 9.25¿. Continuity testing using a digital multimeter on the returned section of driveline revealed no wire discontinuities. There were no obvious abnormalities, wire insulation damage, or wire conductor damage in the section of driveline connected to the pump. Examination of the approximately 9.25¿ section of driveline found metal braided shield breakdown approximately 9¿ from the proximal end. Examination of the wires found wire insulation damage in the black, brown, and orange wires approximately 9.25¿ from the pump body. The area around the exposed conductors of the brown wire appeared black, consistent with a previous short. The other wire insulation damage did not appear to have shorted prior to return. The driveline was submerged in a saline bath for hi-pot testing which confirmed the areas of wire insulation damage and found an additional breach in the insulation of the yellow wire approximately 9.25¿ from the pump body. No other areas of current leakage through the insulation of the driveline¿s wires were identified. The wire insulation damage appeared consistent with repetitive flexing and abrasion with the metal braided shield over time; the brown wire insulation damage could have caused the pump stop captured on (B)(6) 2021 if the exposed conductors contacted the metal braided shield while the device was on grounded power. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.